Event description:
In 2005, the lay patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The patient obtained results of 60 and 140 mg/dl on the reported meter within 10 minutes of each other; the readings were not precise. The patient received no medical attention. The customer service agent (csa) discovered that the patient did not clean the puncture area correctly, which can contribute to inaccurate readings. The csa also confirmed that the test strips were peeling. The meter, test strips, and control solution were replaced.